Event description:
Additional information received reported the patient had an appointment scheduled for (B)(6)-2012 and was going to get an epidural or have the neurostimulator removed at that time. The patient was "very unhappy" with stimulation.

Manufacturer narrative:
Analysis of neurostimulator model 37712 (B)(4) showed no anomalies. Analysis of lead model 39286-65 (B)(4) showed no significant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced anterior stimulation in the torso, specifically when he lay down. The implantable neurostimulator (ins) worked well for the first six months, but then he started experiencing problems. After several reprogramming sessions the patient only received intermittent therapeutic benefit. It was reported that the hcp believe there were broken wires in the system, and wanted to remove it. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Model 39286-65 lot# v459740008 explanted: (B)(6) 2012. Analysis results were not available as of the date of this report. A supplemental report will be submitted once analysis is complete.

Event description:
Additional information received reported the patient experienced acute pain on the right side from the waist up. The patient had a CT scan and myelogram, and his previous physician determined the leads had moved to the right and were causing pain. The patient's current physician believed the implantable neurostimulator should be removed. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the explant of the neurostimulator was scheduled for (B)(6) 2012 as it was causing extreme pain all over the patient's upper body. The physician thought the wires had moved and were touching nerves.

Event description:
Additional information received reported the implantable neurostimulator (ins) and lead were explanted due to patient complaints of rib and upper back pain. There was no patient injury and the patient recovered without sequela.

Event description:
Additional information received from the physician contacted regarding this event indicated there were no adverse affects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.